Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pyelonephritis ('pyelonephritis,') in a 35-year-old female patient who had essure (batch no. 626505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anemia, iron deficiency, asthma, fibroids, syphilis and hypercholesterolemia. Concurrent conditions included metrorrhagia, carbuncle, furuncle, libido decreased, hypertension, intermenstrual bleeding, cervicitis, leiomyoma nos, adenomyosis, nabothian cyst, cholelithiasis, ovarian cyst, hiatal hernia, gallstones and renal cyst nos. Concomitant products included atenolol, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrochlorothiazide, orphenadrine citrate;paracetamol (norsac) and spironolactone. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced libido decreased ("decreased libidohormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain bilaterally"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown and the pyelonephritis, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, pyelonephritis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: 1. Right perinephric fat stranding and urinary bladder wall thickening. Findings suggest ascending infection and pyelonephritis. 2. Possible calyceal diverticulum with layering calculus in the right kidney versus cyst with wall calcification. Urology follow-up is recommended. 3. Cholelithiasis. 4. Probable nabothian cysts.. Computerised tomogram abdomen - on (B)(6) 2018: questionable uterine cervical mass, 3.2 cm. There is endometrial thickening. Correlate with pap smear and physical examination. - bilateral complex ovarian cysts. Pelvic ultrasound may be helpful. Thickened endometrium. - small hiatal hernia. - calcified gallstones. - right renal cysts . A complex 2.5 cm right mid pole cyst is seen. - tiny nonobstructing left renal calculi. - posterior changes in the lumbar spine with scoliosis... Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2018: multiple bilateral renal cysts the majority of which are simple. There is a 2.1 cm cyst in the upper mid pole right kidney with small septations and slight irregularity of the wall consistent with a bosniak 2f cyst. Pathology test - on (B)(6) 2018: gross description: there are multiple white circumscribed nodules throughout the myometrium, grossly consistent with leiomyomata, measuring up to 0.8 cm in greatest dimension. The attached right fallopian tube is tan-blue and measures 7.5 cm in length with an average diameter of 0.6 cm. There is a silver colored, metal, coiled medical device, consistent with essure, beginning at the base of the right fallopian tube where it attaches to the uterus and extending into the fundus of the uterine cavity. The left fallopian tube is tan-blue and measures 6.8 cm in length with an average diameter of 0.6 cm. There is a large paratubal cyst near the center of the fallopian tube measuring 2.0 cm in greatest dimension. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the left fallopian tube approximately 1.5 cm distal to the connection with the uterus and extending into the cornu. Urogram - on (B)(6) 2017: 2.2 cm cyst with wall/septal calcification. Multiple simple renal cysts bilaterally. 0.3 cm distal right ureteral calculus without obstruction. Abnormal positioning of the left essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,pyelonephritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pyelonephritis ('pyelonephritis,') in a 35-year-old female patient who had essure (batch no. 626505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anemia, iron deficiency, asthma, fibroids, syphilis and hypercholesterolemia. Concurrent conditions included metrorrhagia, carbuncle, furuncle, libido decreased, hypertension, intermenstrual bleeding, cervicitis, leiomyoma nos, adenomyosis, nabothian cyst, cholelithiasis, ovarian cyst, hiatal hernia, gallstones and renal cyst nos. Concomitant products included atenolol, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrochlorothiazide, orphenadrine citrate;paracetamol (norsac) and spironolactone. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced libido decreased ("decreased libidohormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain biletrally"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pyelonephritis, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, pyelonephritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, vaginal infection, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: 1. Right perinephric fat stranding and urinary bladder wall thickening. Findings suggest ascending infection and pyelonephritis. 2. Possible calyceal diverticulum with layering calculus in the right kidney versus cyst with wall calcification. Urology follow-up is recommended. 3. Cholelithiasis. 4. Probable nabothian cysts.. Computerised tomogram abdomen - on (B)(6) 2018: questionable uterine cervical mass, 3.2 cm. There is endometrial thickening. Correlate with pap smear and physical examination. - bilateral complex ovarian cysts. Pelvic ultrasound may be helpful. Thickened endometrium. - small hiatal hernia. - calcified gallstones. - right renal cysts . A complex 2.5 cm right mid pole cyst is seen. - tiny nonobstructing left renal calculi. - posterior changes in the lumbar spine with scoliosis... Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2018: multiple bilateral renal cysts the majority of which are simple. There is a 2.1 cm cyst in the upper mid pole right kidney with small septations and slight irregularity of the wall consistent with a bosniak 2f cyst. Pathology test - on 17-dec-2018: gross description: there are multiple white circumscribed nodules throughout the myometrium, grossly consistent with leiomyomata, measuring up to 0.8 cm in greatest dimension. The attached right fallopian tube is tan-blue and measures 7.5 cm in length with an average diameter of 0.6 cm. There is a silvercolored, metal, coiled medical device, consistent with essure, beginning at the base of the right fallopian tube where it attaches to the uterus and extending into the fundus of the uterine cavity. The left fallopian tube is tan-blue and measures 6.8 cm in length with an average diameter of 0.6 cm. There is a large paratubal cyst near the center of the fallopian tube measuring 2.0 cm in greatest dimension. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the left fallopian tube approximately 1.5 cm distal to the connection with the uterus and extending into the cornu. Urogram - on (B)(6) 2017: 2.2 cm cyst with wall/septal calcification. Multiple simple renal cysts bilaterally. 0.3 cm distal right ureteral calculus without obstruction. Abnormal positioning of the left essure device.; on (B)(6) 2018: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pyelonephritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pyelonephritis ('pyelonephritis,') in a 35-year-old female patient who had essure (batch no. 626505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anemia, iron deficiency, asthma, fibroids, syphilis and hypercholesterolemia. Concurrent conditions included metrorrhagia, carbuncle, furuncle, libido decreased, hypertension, intermenstrual bleeding, cervicitis, leiomyoma nos, adenomyosis, nabothian cyst, cholelithiasis, ovarian cyst, hiatal hernia, gallstones and renal cyst nos. Concomitant products included atenolol, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrochlorothiazide, orphenadrine citrate;paracetamol (norsac) and spironolactone. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced libido decreased ("decreased libidohormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain biletrally"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (b)(2018. At the time of the report, the pelvic pain, pyelonephritis, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, pyelonephritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, vaginal infection, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: 1. Right perinephric fat stranding and urinary bladder wall thickening. Findings suggest ascending infection and pyelonephritis. 2. Possible calyceal diverticulum with layering calculus in the right kidney versus cyst with wall calcification. Urology follow-up is recommended, 3. Cholelithiasis. 4. Probable nabothian cysts.. Computerised tomogram abdomen - on (B)(6) 2018: questionable uterine cervical mass, 3.2 cm. There is endometrial thickening. Correlate with pap smear and physical examination. Bilateral complex ovarian cysts. Pelvic ultrasound may be helpful. Thickened endometrium. Small hiatal hernia. Calcified gallstones. Right renal cysts . A complex 2.5 cm right mid pole cyst is seen. Tiny nonobstructing left renal calculi. Posterior changes in the lumbar spine with scoliosis... Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2018: multiple bilateral renal cysts the majority of which are simple. There is a 2.1 cm cyst in the upper mid pole right kidney with small septations and slight irregularity of the wall consistent with a bosniak 2f cyst. Pathology test - on (B)(6) 2018: gross description: there are multiple white circumscribed nodules throughout the myometrium, grossly consistent with leiomyomata, measuring up to 0.8 cm in greatest dimension. The attached right fallopian tube is tan-blue and measures 7.5 cm in length with an average diameter of 0.6 cm. There is a silvercolored, metal, coiled medical device, consistent with essure, beginning at the base of the right fallopian tube where it attaches to the uterus and extending into the fundus of the uterine cavity. The left fallopian tube is tan-blue and measures 6.8 cm in length with an average diameter of 0.6 cm. There is a large paratubal cyst near the center of the fallopian tube measuring 2.0 cm in greatest dimension. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the left fallopian tube approximately 1.5 cm distal to the connection with the uterus and extending into the cornu. Urogram - on (B)(6) 2017: 2.2 cm cyst with wall/septal calcification. Multiple simple renal cysts bilaterally. 0.3 cm distal right ureteral calculus without obstruction. Abnormal positioning of the left essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,pyelonephritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event added: bladder infection, bladder problems, urinary problems, uti. Event outcome updated. Rcc comments added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pyelonephritis ('pyelonephritis,') in a 35-year-old female patient who had essure (batch no. 626505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anemia, iron deficiency, asthma, fibroids, syphilis and hypercholesterolemia. Concurrent conditions included metrorrhagia, carbuncle, furuncle, libido decreased, hypertension, intermenstrual bleeding, cervicitis, leiomyoma nos, adenomyosis, nabothian cyst, cholelithiasis, ovarian cyst, hiatal hernia, gallstones and renal cyst nos. Concomitant products included atenolol, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrochlorothiazide, orphenadrine citrate;paracetamol (norsac) and spironolactone. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced libido decreased ("decreased libidohormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain bilaterally"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pyelonephritis, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, pyelonephritis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, vaginal discharge, uti, bladder infection, vaginal infection, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: 1. Right perinephric fat stranding and urinary bladder wall thickening. Findings suggest ascending infection and pyelonephritis. 2. Possible calyceal diverticulum with layering calculus in the right kidney versus cyst with wall calcification. Urology follow-up is recommended. 3. Cholelithiasis. 4. Probable nabothian cysts. Computerised tomogram abdomen - on (B)(6) 2018: questionable uterine cervical mass, 3.2 cm. There is endometrial thickening. Correlate with pap smear and physical examination. - bilateral complex ovarian cysts. Pelvic ultrasound may be helpful. Thickened endometrium. - small hiatal hernia. - calcified gallstones. - right renal cysts . A complex 2.5 cm right mid pole cyst is seen. - tiny nonobstructing left renal calculi. - posterior changes in the lumbar spine with scoliosis. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2018: multiple bilateral renal cysts the majority of which are simple. There is a 2.1 cm cyst in the upper mid pole right kidney with small septations and slight irregularity of the wall consistent with a bosniak 2f cyst. Pathology test - on (B)(6) 2018: gross description: there are multiple white circumscribed nodules throughout the myometrium, grossly consistent with leiomyomata, measuring up to 0.8 cm in greatest dimension. The attached right fallopian tube is tan-blue and measures 7.5 cm in length with an average diameter of 0.6 cm. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the right fallopian tube where it attaches to the uterus and extending into the fundus of the uterine cavity. The left fallopian tube is tan-blue and measures 6.8 cm in length with an average diameter of 0.6 cm. There is a large paratubal cyst near the center of the fallopian tube measuring 2.0 cm in greatest dimension. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the left fallopian tube approximately 1.5 cm distal to the connection with the uterus and extending into the cornu. Urogram - on (B)(6) 2017: 2.2 cm cyst with wall/septal calcification. Multiple simple renal cysts bilaterally. 0.3 cm distal right ureteral calculus without obstruction. Abnormal positioning of the left essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pyelonephritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: bladder infection, bladder problems, urinary problems, uti. Event outcome updated. Rcc comments added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pyelonephritis ('pyelonephritis,') in a (B)(6) year-old female patient who had essure (batch no. 626505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anemia, iron deficiency, asthma, fibroids, syphilis and hypercholesterolemia. Concurrent conditions included metrorrhagia, carbuncle, furuncle, libido decreased, hypertension, intermenstrual bleeding, cervicitis, leiomyoma, adenomyosis, nabothian cyst, cholelithiasis, ovarian cyst, hiatal hernia, gallstones and renal cyst nos. Concomitant products included atenolol, ethinylestradiol; norgestimate (sprintec), gabapentin, hydrochlorothiazide, orphenadrine citrate; paracetamol (norsac) and spironolactone. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced libido decreased ("decreased libidohormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain bilaterally"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, libido decreased, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, pyelonephritis and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, pyelonephritis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: right perinephric fat stranding and urinary bladder wall thickening. Findings suggest ascending infection and pyelonephritis. Possible calyceal diverticulum with layering calculus in the right kidney versus cyst with wall. Calcification. Urology follow-up is recommended. Cholelithiasis. Probable nabothian cysts. Computerised tomogram abdomen - on (B)(6) 2018: questionable uterine cervical mass, 3.2 cm. There is endometrial thickening. Correlate with pap smear and physical examination. Bilateral complex ovarian cysts. Pelvic ultrasound may be helpful. Thickened endometrium. Small hiatal hernia. Calcified gallstones. Right renal cysts . A complex 2.5 cm right mid pole cyst is seen. Tiny nonobstructing left renal calculi. Posterior changes in the lumbar spine with scoliosis... Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2018: multiple bilateral renal cysts the majority of which are simple. There is a 2.1 cm cyst in the upper mid pole right kidney with small septations and slight irregularity of the wall consistent with a bosniak 2f cyst. Pathology test - on (B)(6) 2018: gross description: there are multiple white circumscribed nodules throughout the myometrium, grossly consistent with leiomyomata, measuring up to 0.8 cm in greatest dimension. The attached right fallopian tube is tan-blue and measures 7.5 cm in length with an average diameter of 0.6 cm. There is a silver colored, metal, coiled medical device, consistent with essure, beginning at the base of the right fallopian tube where it attaches to the uterus and extending into the fundus of the uterine cavity. The left fallopian tube is tan-blue and measures 6.8 cm in length with an average diameter of 0.6 cm. There is a large paratubal cyst near the center of the fallopian tube measuring 2.0 cm in greatest dimension. There is a silver-colored, metal, coiled medical device, consistent with essure, beginning at the base of the left fallopian tube approximately 1.5 cm distal to the connection with the uterus and extending into the cornu. Urogram - on (B)(6) 2017: 2.2 cm cyst with wall/septal calcification. Multiple simple renal cysts bilaterally. 0.3 cm distal right ureteral calculus without obstruction. Abnormal positioning of the left essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , pyelonephritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New event:hormonal changes describe: decreased libido, abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, infection (other) describe: pyelonephritis, psychological or psychiatric problems condition: depression and mental anguish,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss were added. Event outcome were updated: abnormal bleeding, infection, pain. Medical history, lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.